Manufacturer narrative:
Additional data: h6 - work order search: no similar complaint was reported for units within the same lot. Corrected data: d4: primary unique device identifier (UDI) #: (B)(4). "UDI related data quality updates only" h4: device manufacture date: 27-nov-2023. H6: adverse event problem: medical device problem code (a): 3189. H6: adverse event problem: investigation findings (c): 213. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5 13.7; -10.00/1.0/091 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) as a replacement lens. Reportedly vault is too narrow. Cause of the event was unknown.

Manufacturer narrative:
Claim#(B)(4).